Manufacturer narrative:
Following the review of the provided information, it was reported that the patient exited and fell from the bed. Although the bed exit alarm did not trigger, a comprehensive inspection conducted at the arjo service center confirmed that the system was functioning correctly. It is important to note that the varizone movement system (the bed exit alarm) is designed to detect movement, but it does not physically prevent the patient from leaving the bed. Citadel bed frame system instruction for use (IFU, 830.213 rev.14) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.14) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, no malfunction was identified that could have led to the patient's fall. The reason why the patient exited the bed remains unknown. The alarm system detects patient movement but does not physically prevent the patient from leaving the bed. The arjo device met its specifications, as no malfunction was identified that could have led to the patient's fall. The bed was in use by the patient and, from that perspective, was involved in the event. This complaint was assessed as reportable due to the allegation of a patient fall.

Event description:
Arjo was notified of an event involving a citadel bed, in which a patient reportedly fell from the bed. No injuries were reported. It was noted that the bed exit alarm did not activate.